Event description:
It was observed that during the device evaluation, the video scope exhibited a leak at the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, additional evaluation findings were observed: the switch box had a dent; due to a crack on the plastic distal end cover, the insulation resistance value did meet the standard value; the light guide lens had a crack; the distal end was shaved; due to annual inspection, the parts had to be replaced; the adhesive around the objective lens had discoloration; and the water tightness of the forceps elevator was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: - chemical stress at reprocessing. - reprocessing was not completed before the device was sent to olympus. The instructions for use (IFU) states the detection method in ¿operation manual: 3.3 inspection of the endoscope: inspection of the endoscope¿. It is requested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.